Manufacturer narrative:
The authorized service provider (asp) evaluated the device and confirmed the reported problem. The asp confirmed the occurrence of an error (diagnosis code 1104) in the history and replaced the central processing unit (cpu) board to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 indicating that the device is getting error code backup alarm failed message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention was provided to the patient. There was no delay to therapy noted.

Manufacturer narrative:
E1 reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The pil technician installed the cpu pcba into a pi ventilator to duplicate the reported issue. The technician verified that the alarm error code e1104 (backup alarm failed) shows one time in the log. Neither the occurrence nor the error code e1104 could be duplicated at the pil during the boot up of the cpu pca or standard test bed operation using the cpu pca. Both the visual and audible alarms operated without issue. The cpu pca passes all engineering testing, and all voltages required for the proper operation of the system are well within specification. There was no problem found with the returned cpu pcba.